Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead appeared to be pacing on the t-wave and a perforation was suspected. It was reported the lead was replaced with another manufacturer's lead. No additional adverse patient effects were reported.